Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements of 0 ohms. Boston scientific technical services (ts) indicated these values could be related to electromagnetic interference (emi), but this has not been confirmed at this time. Ts suggested to perform a patient-initiated interrogation to gather updated data and see if the measurements go back to normal range. Of note, the historical shock impedance in daily measurements is around 60 ohms. No adverse patient effects were reported. The device remains in service. Additional information was received. The root cause of the reported observations has not been conclusively determined at this time. The clinic will continue to monitor the patient. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If additional information becomes available, this report will be updated.